Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the technical support during an ongoing procedure to report a c-34 erbe generator fault. Monopolar wasn't working. Prior to calling customer rebooted the generator and system, but the problem persists. The technical support engineer (tse) informed about the possibility to use a validated third-party generator. Caller wasn't sure if such a generator is available or how the surgeon was going to proceed with the surgery. There was no reported injury. Intuitive followed up and confirmed that the system was shut down. The procedure was completed without any monopolar diathermy. The procedure was completed with the same generator just using bipolar, as the monopolar function was not working. No patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. .

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was placed on an in-house system and was run in normal mode. The iesu energized and cauterized and all ports recognized instruments. The c-34 fault was confirmed but not replicated.